Manufacturer narrative:
Product evaluation found that the lens was returned dry in the lens case/vial with clear surgical residue/debris on the lens. Visual inspection found the haptic torn and deformed. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Method: work order search. Results: a lens work order search was performed and no similar complaints were found. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -09.00 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to the lens was implanted inside out. There was no reported patient injury. The lens was exchanged for another same model/diopter lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/13.3.